Event description:
The manufacturer received information alleging two error codes, speaker 1 failure and speaker 2 failure, were found on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was being evaluated at the manufacturer service center when the reported issue was found. During the evaluation it was noted that the devices speakers had failed on the device. The service technician performed the primary and secondary audible alarm test steps, which had failed on the device. The service technician further evaluated the device and determined the front panel printed circuit assembly pca had caused these test steps to fail on the device. In conclusion, the device's speaker and front panel pca were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the handle was replaced for physical damage unrelated to the reportable issue. The device passed all final testing.